Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Tested 5x returned devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with returns. Source: phone.

Event description:
Reported 1 false positive sars result for 1 patient. The customer communicated the result was confirmed negative by molecular (pcr testing).